Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient experienced headache, weakness, felt sick and had high blood glucose level due blocked insulin flow upon delivery of basal. Therefore, on (B)(6) 2022, the patient replaced the infusion set with new one. He got an alert insulin flow blocked upon delivery of basal. He rewinds the piston again and checked if drop was coming out. Drop was noticed and the patient connected it again, but the blood glucose level continued raising until next day ((B)(6) 2022). On (B)(6) 2022, the patient was admitted to the hospital as he was not feeling well due to high blood glucose level. Reportedly, the patient tested positive for ketones. During hospitalization, he received infusion and insulin (novorapid) as corrective treatment. He was admitted for two days in the hospital. Currently, his blood glucose level was 162 mg/dl. No further information available.